Event description:
It was reported that at implant the patient received shocks for which the physician reprogrammed the device and then altered the patients medication. Since then there have been no inappropriate shocks. The patients condition is good and has no adverse events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.